Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va11mx4, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was experiencing stimulation in hip and leg. Patient was involved in an automobile accident. After the accident patient reported symptoms returned. Doctor sent patient for x-ray. Rep checked impedances and all were in range. Report of possible lead migration. The representative tested stimulation on each electrode and uncomfortable stimulation was felt in hip and leg on (B)(6) 2019 doctor will schedule patient for a lead revision. Issue was not resolved at the time of this report. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacture representative (rep) stated the cause of feeling stimulation in the hip was not determined and revision has not occurred yet.